Event description:
New information states that high threshold was noted in the office. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead exhibited high pacing threshold. The lead was explanted and replaced. No further information was reported.